Manufacturer narrative:
(B)(4). The condition of peritonitis - no malfunction or use error was not confirmed because no samples were returned to baxter. Reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause could not be identified.

Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) to follow up on an unrelated issue. The cg stated that the home patient (hp) had an unknown infection. The cg stated that the end of the tubing came off and some bacteria got into the tube. The cg did not have any more information about regarding the event that lead to the infection but stated it may have started two weeks ago. No additional information was provided at this time. On (B)(6) 2012, product surveillance contacted the registered nurse (rn) regarding an unknown infection that the rn confirmed was peritonitis. The rn stated that when the care giver (cg) stated that the end of the tubing came off; the cg was referring to a leak in the catheter that occurred in (B)(6) 2012. The catheter leak was repaired. The catheter type was tenckhoff but the rn did not have any other information regarding the catheter. The rn did not believe that this event caused the peritonitis because, it happened two months prior to the onset of peritonitis. The rn stated that the infection the cg referred to was fungal peritonitis. The catheter was removed. The hp was on back up hemodialysis and would be for at least another month. The hp was still having symptoms so the doctor recently switched the medication the hp was taking. The rn believed that the peritonitis was peritoneal dialysis (pd) therapy related. The rn stated that the peritonitis was being treated aggressively.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.